Event description:
It was reported that the balloon burst during the procedure. A 5.0mm x 100mm x 135cm ranger drug-coated balloon was selected for use in a percutaneous transluminal angioplasty procedure to treat peripheral arterial occlusive disease in the superficial femoral artery. During the procedure, the balloon burst when inflated to 10 atmospheres (atm) for 5 seconds. Patient anatomy conditions revealed mild calcification and 60% stenosis. The procedure was completed with another of the same device. There were no patient complications reported.